Event description:
Additional information was received which reported that according to the physician, ventricular tachycardia (v-tach) and ventricular fibrillation were reported, which recovered to sinus rhythm with a wide qrs complex.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. E: no information was provided on the facility or initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, a second valve was implanted. The reason for a second valve was not provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the first valve implant, the arrhythmia occurred. Following the valve dislodgement, the maneuvers performed for around 30-45 minutes were cardiopulmonary resuscitation (CPR) with controlled competition massages.

Event description:
Additional information was received that after the valve was released, the severe insufficiency was central regurgitation. The post-implant balloon aortic valvuloplasty (bav) was performed due to an expansion problem of the valve. The patient was rapid paced during the bav. Per the physician, the cause of death was an arrhythmia that generated displacement, causing the valve to dislodge up and leading to an occlusion of the coronary ostium. Maneuvers were performed for around 30-45 minutes prior to the patient death.

Manufacturer narrative:
Image review: (B)(4) media files were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload (see image below for reference). As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misloaded valve was attempted to be implanted resulting in an infold. It was reported that the infolded valve was recaptured and redeployed a second time without resolution of the infold. Of note, recapturing an infolded valve will not resolve the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is no documentation that an infold was identified and the valve was deployed, and severe aortic insufficiency was reported after deployment. A post implant dilatation was performed. The subsequent angiogram confirms the valve dislodged aortic sometime between release and post implant dilatation. The dislodgement event was not captured thus it is not possible to validate the cause of the dislodgment. A second valve was implanted and appears to have dislodged as well, therefore both valves are noted to be in the ascending aorta. Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve was checked after loading and no misload was observed. The valve was deployed at implant depth of 3 millimeter (mm) below the non-coronary cusp (ncc). The valve was released at an implant depth of 0 and severe insufficiency was observed. A post implant balloon dilatation was performed which dislodged the valve and occluding the coronary ostia. The valve was snared and moved towards the ascending aorta to free the coronary ostia. A new valve was advanced to implant depth of 6 mm below the ncc. While manipulating the previous implanted valve, dislodgement of the second valve towards the ascending aorta was also observed. Subsequently the patient died. The cause of death was not reported.